Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge? X 32. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7070592. UDI: (B)(4).

Event description:
It was reported that the patient experienced bladder incontinence and believes the spinal cord stimulator (scs) system is the cause and requested an explant of the system. Imaging was performed and per the physicians' assessment lead placement is not contributing to the patients' symptoms. The patient underwent a system explant and is doing well post operatively.

Event description:
It was reported that the patient experienced bladder incontinence and believes the spinal cord stimulator (scs) system is the cause and requested an explant of the system. Imaging was performed and per the physicians' assessment lead placement is not contributing to the patients' symptoms. The patient underwent a system explant and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge? X 32, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7070592, UDI: (B)(4). The ipg and paddle lead were returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections, and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device.